Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Error 1871 was found in event history log. The customer's reported problem regarding error 1871 was able to be duplicated. Inspection found the motor locked resulting in battery depletion and alarm. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace motor and main panel board

Event description:
It was reported that the device was alarming error 1871. No patient injury was reported.